Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department with an unsigned note that indicated, touch screen not working on right side of screen. No specific patient info, device programming, or event details were provided. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No add'l info was provided.